Manufacturer narrative:
Patient identifier is unknown. Date of post-operative failure is unknown. The original device was implanted on an unknown date in (B)(6) 2014. The revision procedure occurred on (B)(6) 2014, but it is unknown if the device was removed at that time or a later date. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: part received in the bag for sterilization in autoclave. The original packaging is missing. The part number and lot number etched on the piece match with the references reported in the complaint. The mandible distractor is an assembly. All components were returned still assembled. The authorization to destruct the product was requested in order to disassemble the part and measure all the components. The ring at the bottom of the part was cut. The part was disassembled and the external and internal components were inspected. All relevant features were measured. All features measured were found conforming to specification. No issues manufacturing related identified. The product is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4) - manufacturing date: april 10, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: disassembled implant parts were received. Device functional check could not be conducted since the product components had been taken apart by the manufacturing department for inspection. All inspected dimensions were within specification. Technique guide, instruction for use, and literature were reviewed. Side effects are described relating to the complaint inherent to the type of treatment and device type. Overall root cause of problem could not be ascertained. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was hardware failure of a mandible distractor. The original implant procedure occurred on an unknown date in (B)(6) 2014. At some time thereafter, there was a relapse of the distraction arm, which required a revision procedure where the issue was fixed with glue so that it would stick/stay in the appropriate position. After ossification, the distractor was removed. This report is 1 of 1 for (B)(4).